Event description:
The pump was returned for investigation. Investigation revealed a force sensor issue. This report is made based on results of investigation completed on 03/27/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/27/2014 with the following findings: during investigation, the force sensor was found to be out calibration. (B)(6).